Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the ruptures reported initially, the patient also experienced bilateral capsular contracture. The right sided capsular contracture was baker grade IV. The left sided capsular contracture was baker grade iii. The capsular contracture caused the right implant to be displaced superiorly. When the devices were explanted, bilateral capsulectomies and replacement with 400cc mentor memorygel breast implant was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 500 cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through an unspecified form of imaging. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-10241 for contralateral prosthesis report.